Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 22-apr-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient may be experiencing withdrawal. It was noted that a dye study was performed and the catheter was unable to be aspirated. It was unknown if any environmental/external/patient factors that may have led or contributed to the is. The issue was unresolved; the patient was alive with no injury. No further complications have been reported.